Event description:
In (B)(6) 2004, I had a total hip replacement done on my right hip. I received a depuy aml device and have had many problems with my hip since replacement. I see all the recalls for the asr, but have been told the aml has not been recalled. Early after my replacement, I experienced constant low level pain and some stiffness. In the last few years I have constant mid to high level pain, stiffness, a "ratcheting" feeling when standing up, swelling, sharp pain when walking, lock ups, numbness through out my leg, tingling sensations, inward turing of my right foot when I walk and while I am at rest. I have fallen without apparent cause so manytimes now, that I usually have to walk with a cane. Now I have been told that my femur bone may be separating/cracking and my leg could break. My quality of life has gone from bad to worse. Please continue to look into the aml product. P.s. Form would not continue unless al boxes above were marked. I am not reporting a death, life threatening, hospitalization, congenital anomaly, or required intervention.